Event description:
Case description: this is a spontaneous report from a contactable consumer reporting on behalf of her mother. This (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date for approximately 2.5 hours for an unspecified indication. The patient's medical history and concomitant medications were not reported. The reporter stated her mother used a heatwrap for about 2.5 hours and got badly burned because of it on an unspecified date. She mentioned her mother now has a big scar on her back. The patient did not wear the heatwrap at night. Action taken with the suspect product was unknown. Clinical outcome of the event burn was unknown and the outcome of the event scar was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (25apr2016): new information received from the same contactable consumer includes: patient details (age) and suspect product dose details. Company clinical evaluation comment based on the information provided, the event "burn and scar" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn and scar" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets follow-up10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term]. Badly burned, has a big scar on her back [thermal burn], badly burned, has a big scar on her back [scar]. Narrative: this is a spontaneous report from a contactable consumer reporting on behalf of her mother. This 48-year-old female patient started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date for approximately 2.5 hours for an unspecified indication. The patient's medical history and concomitant medications were not reported. The reporter stated her mother used a heatwrap for about 2.5 hours and got badly burned because of it on an unspecified date. She mentioned her mother now has a big scar on her back. The patient did not wear the heatwrap at night. Action taken with the suspect product was unknown. Clinical outcome of the event burn was unknown and the outcome of the event scar was not resolved. According to product quality group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (25apr2016): new information received from the same contactable consumer includes: patient details (age) and suspect product dose details. Follow-up (05jul2016): follow-up attempts completed. No further information is expected. Follow-up (19may2020): new information received from product quality complaint group includes investigation results. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Badly burned, has a big scar on her back [thermal burn]. Badly burned, has a big scar on her back [scar]. Case description: this is a spontaneous report from a contactable consumer reporting on behalf of her mother. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (robax lower back & hip heatwrap), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used a wrap and got badly burned because of it on an unspecified date. Her mother now has a big scar on her back. The outcome of the event burn was unknown and the outcome of the event scar was not recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "burn and scar" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn and scar" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.